Event description:
A malfunction was reported by the customer after taking a shower. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and it was advised to continue using the pump. The customer was also instructed to call back if the malfunction code recurs, which the customer acknowledged and understood.